Manufacturer narrative:
Visual and microscopic examination of the device revealed a break in the hypotube approx 22.8 centimeters distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noted along the shaft of the device. No issues were noted with the profile of the device which could cause a restriction to occur, the guide catheter was not returned for analysis. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. The mfg records for top assembly batch # 7188362 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met its material, assembly and product specifications. The root cause of this event is unk.

Event description:
Determined to be reportable based on analysis approved on 08/24/2006. It was reported that during an unspecified procedure, the physician experienced difficulty crossing the lesion. A 3.5x28mm taxus express2 drug eluting stent was advanced toward the right coronary artery (rca); however, they were unable to cross the lesion. The lesion was moderately tortuous and calcified. The procedure was completed using another taxus express2 of the same size. There were no pt complications reported, and the pt status is listed as satisfactory. This product in only ous approved but it is similar to a marketed us device.